Event description:
It was reported that a surgeon indicated he had an issue with our device. He indicated a couple of weeks ago, he went through three bags in one procedure where each bag fell off the metal rim after being fully deployed. He was able to get the specimen in the third bag and cinched it down with a couple of graspers. No add'l info was obtained during the conversation.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not received a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.